Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service cosmetic defect was noted. It is unknown if the device is used in surgery. It is unknown if there was any patient/user injuries reported. It is unknown if delay or medical intervention occurred. There is no additional information available.